Manufacturer narrative:
Additional information was received that the patient had not set up an explant procedure date. No further course of action will be taken at this time.

Event description:
A report was received that due to pain, discomfort at the pocket site, and the tension the device caused at the back site, the physician recommended to explant the patient's scs system. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm.

Event description:
A report was received that due to pain, discomfort at the pocket site, and the tension the device caused at the back site, the physician recommended to explant the patient's scs system. No device malfunction was suspected.